Event description:
It was reported that during a recto sigmoidectomy procedure, some staples were missing from the staple line. It was necessary to suture the anterior circumference to complete the procedure. There was no adverse pt consequence.